Event description:
Patient reported left breast rupture. Patient later reported " severe pain in the left breast", "swelling", "an anxiety crisis due to fear of losing the breast or having breast deformed," "rupture of the breast prosthesis, ruptured implant with extravasation of its gel content throughout the space under the capsule","aesthetics have made the [patient] very sad". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left breast rupture. Device remains implanted.